Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, mental and physical pain and suffering, including, but not limited to vaginal pain and a loss of quality and enjoyment of life. No additional info was provided.